Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges the chair locked up and allegedly threw end user down three steps.

Event description:
Consumer alleges the chair locked up and allegedly threw end user down three steps.

Manufacturer narrative:
Per tech: did a full evaluation of the unit, made some adjustments and unit is working properly.